Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm any reprocessing issue with the returned instrument. Additional observation not initially reported by the site was main tube damage. Engineering evaluation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removal and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube. Engineering concluded that the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
The site reported an unspecified reprocessing issue with the prograsp forceps instrument. The instrument reportedly was not used on a patient after the reported issue was identified. There was no allegation of patient harm or fragments falling into a patient.